Event description:
It was reported that the battery and reservoir compartment was damaged. There was a missing part in the reservoir compartment. Customer's blood glucose was 7.2 mmol/l. Advised the customer the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube near reservoir tube window, cracked battery tube threads and missing end cap sticker.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)